Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ICU-c refrigerator e-lock was not functioning. The customer rebooted the pyxis unit, but the issue persisted, and the rn was unable to access medications from the refrigerator. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator lock did not work properly. A field service engineer removed remote manager from the refrigerator and reinstalled it on the other side after engineering department modified refrigerator door and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.